Manufacturer narrative:
Further investigation of the patient sample determined the sample contained an interfering substance of igg nature. This interfering factor most likely binds to the conjugate used in the test. As the binding is non-specific, the nature of the interfering factor cannot be specifically identified. This interference is documented in the package insert. The patient was not harmed.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh) results on their modular e-module, serial number (B)(4). The patient's initial result was 216 uu/ml. The second result from an automatic 1:10 dilution was 308 uu/ml. The patient was then tested using a centaur analyzer and the result was 1.77 uu/ml. It is unknown if any of the results were reported outside the laboratory. It is unclear if the results came from the same patient sample. There were no adverse events. Basic interference analysis on the sample was carried out. The high tsh value was verified with the current elecsys tsh sales lot 163973. The research kit used to identify interferences to the fab2 fragment showed a decreased but very high result. When a research kit with a modified conjugate (sulfo-ru) was used, the tsh value was more decreased but measured above the normal range. The investigation is ongoing.